Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
It was reported that the ventilator's display was not showing in the monitor during set up. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the liquid crystal display to address the reported issue. Overall, the unit was checked, run in tested, cleaned, functionally tested, and no abnormality was confirmed.